Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was presented to the hospital with symptoms including thirst, sweating, nausea, fever, and inability to walk, reporting feeling severely unwell. No bg measurement was taken at home prior to arrival. Upon arrival at the hospital, a blood glucose reading of 320 mg/dl was recorded, while the cgm device displayed 190 mg/dl. The patient was subsequently admitted to the intensive care unit (ICU). Medical staff informed the patient that potassium and magnesium levels would need to be closely monitored. The patient was treated with intravenous fluids. At the time of this report, the patient remains in the ICU under observation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0122 movement disorder/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.